Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 166466: 100 items manufactured and released on 11 january 2017. Expiration date: 2022-01-03. No anomalies found related to the problem. To date, 96 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to stem loosening 10 days after primary. The surgeon revised stem, cup, head and liner.